Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. H6: proposed annex g code - mechanical (g04) - drill. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a drill fractured near the root during an initial fixation procedure. The correct surgical technique was used and the surgeon noted that the breakage may have occurred due to the application of oblique force on a long drill without a guide. The fractured drill tip was successfully removed, and the case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6. H6: proposed annex g code - mechanical (g04) - drill. The reported event is confirmed, based on the product return. A visual inspection was conducted on the returned drill. The inspection shows that the drill has bent and fractured. The fracture occurred where the bend begins. A determination cannot be made as to what caused the drill to bend and then fracture. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.